Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left circumflex artery. A 2.25 x 16mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent was noted to be lifted. The procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Synergy ous mr 2.25 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid -section with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left circumflex artery. A 2.25 x 16mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent was noted to be lifted. The procedure was completed with another synergy stent. No patient complications were reported.